Manufacturer narrative:
One cadd solis vip (21200 was returned in used condition. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the cadd solis vip pumps (2120) was not infusing the correct amount. The pump was supposed to infuse 1000 mls and only infused 800 mls instead. No death or serious injury was reported in connection with this incident.

Event description:
Customer response: event date updated and medication used: etoposide, cisplatin, and cyclophosphamide.

Manufacturer narrative:
Additional information received.